Manufacturer narrative:
The affiliate indicated that when the package was opened, a foreign body was noticed inside the packaging. Foreign body was "fluffy, and cardboard like". They opened a second box of the same lot and it had the same foreign body inside the packaging. The foreign body was noticed as the package was being opened. The device was not used for the case. The device had been stored in the lab before being opened. All products are stored in scan module trolleys. Products were in a cupboard, closed up which can be pulled out. The product itself was fine. Foreign body was not inside the introducer but the customer was concerned that the product might not have been sterile if this was in the packaging. The product was returned for evaluation. (B)(4): one non sterile csi and four sterile csis were received inside their tray. The non sterile tray had a plastic bag attached to it that contained foreign material that appeared to be cardboard. No visual anomalies were found on the returned components. One of the four sterile returned csis had a loose foreign material; the material appears to be cardboard. No visual anomalies were found on the returned components. Ftir analysis was performed on the foreign material for identification purposes. The resulting spectra showed that samples (contaminations) exhibit characteristic infrared bands associated with cellulose specifically cardboard or paper. In addition, unknown spectrum was compared to the reference spectra of cardboard and matched the distinctive bands. In conclusion the foreign material most probably correspond to cardboard. Review of the lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. The foreign material reported inside the sterile tray was confirmed during analysis. Based on the analysis this material most probably correspond to a cardboard. The cause or the origin from this contamination could not be determined since during the entire manufacturing process this type of material (cardboard) does not exist. Given that the cause or origin of this contamination could not be determined; the event can be related to the packaging process since the contamination was not detected by the 100% inspection that is in place. The reported customer complaint of foreign material was confirmed through failure analysis, although the origin of the contaminate could not be determined, it can be related to the packaging process therefore a dpra was opened to address the issue.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance.the product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The affiliate indicated that when the package was opened, a foreign body was noticed inside the packaging. Foreign body was "fluff, and cardboard like". They opened a second box of the same lot and it had the same foreign body inside the packaging. Foreign body was noticed as package was being opened. Device was not used for the case. The device had been stored in the lab before being opened. All products are stored in scan module trolleys. Products were in a cupboard, closed up which can be pulled out. The product itself was fine. Foreign body was not inside the introducer but the customer was concerned that the product might not have been sterile if this was in the packaging.